Event description:
Customer reports black debris found inside 3 trays when opened.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.